Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05oct2020.

Event description:
The customer reported power (light emitting diode) led failure and proximal pressure. The "proximal pressure line disconnect" alarm occurred frequently. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The proximal pressure issue could not be duplicated. The unit successfully passed the required performance verification test.